Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported a revision surgery occurred on an unknown date due to a non-union involving a stratum lapidus plate. No additional information obtained.